Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the corresponding switch alarm did not sound because of an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit corresponding switch alarm did not sound. There was no patient involvement.